Event description:
It was reported that the balloon catheter was tested prior to use and was noted to have water inside of it. A different catheter was then used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed and no anomalies were found. The analyst noted that no water was seen inside or outside of the balloon. If information is provided in the future, a supplemental report will be issued.